Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 187 mg/dl. The customer stated that he changed the infusion set 3 times and was unable to resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump functioned properly during the prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip.